Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated cardiac troponin vista (ctni) result on the dimension vista 1500 instrument. Hsc has reviewed the instrument data. No product non-conformance was identified with the instrument or reagent. Siemens had the customer perform the routine maintenance of cleaning the aliquot probe and drain. Subsequent precision testing and quality control (qc) was within expectations. The qc and calibration were within expectations at the time of the incident. The customer is operational. The cause of the discordant elevated ctni results is unknown. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient serum sample on a dimension vista 1500 instrument. The discordant result was reported to the physician and questioned. The sample was reprocessed on the same instrument and a lower correct result was obtained. A new sample was drawn from the same patient and processed on an alternate dimension vista instrument as well as the original vista and lower correct results were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.